Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, exposing the stimulation lead, and with a portion of the lead eroding from the open wound. Physician brought the patient into the operating room, repositioned the stimulation lead deeper beneath the tissue, and closed.